Event description:
This is filed to report thrombus and tissue damage it was reported this was a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and mean pressure gradient of 4mmhg. It was noted the patient had a history of previous heart surgery for aortic stenosis with implantation of prosthetic mechanical aortic valve, heart failure, small restricted posterior leaflet, prolapsed anterior leaflet, fibrosed-calcified anterior leaflet, rotated heart, and calcified annulus. The steerable guide catheter (sgc) was inserted, and all steps were performed per the instructions for use (IFU). When the dilator was removed from the sgc, a small moving structure, which was suspected to be thrombus or tissue fragment, was observed at the tip of the catheter. Act was at 370 during the procedure, so it was suspected the structure was tissue damage. However, this was unable to be confirmed. Several attempts were performed to aspirate the structure but were unsuccessful. Therefore, the sgc was removed. Upon removal, no structure was observed and tip of the sgc was slightly bent. A new sgc used and an ntw clip (20907r1036) was inserted. Due to challenging anatomical conditions, the positioning the clip and grasping were difficult. Several grasping attempts were performed with suboptimal results. It was then observed the anterior leaflet became entangled in the clip. It was noted the clip moved in an unintended direction as normal steering maneuvers would move the clip in a difficult direction. Troubleshooting was performed and the clip was able to be retracted into the left atrium (la). However, a flail on the anterior leaflet and chordal rupture were observed. The clip was removed and an additional ntw clip (21006r1093) was inserted. Positioning and grasping were again difficult. The leaflets were successfully grasping, but mr was unable to be reduced and the gradient increased to a grade of 6mmhg. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4 and the gradient returned to 4mmhg. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported deformation due to compressive stress (tip) was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported thrombosis/thrombus (mitral/tricuspid valve: medical treatment) associated with the unidentified structure, and the reported unspecified tissue injury associated with the conservative assessment that the unidentified structure may have been a result of a tissue injury, and the reported/ observed deformation due to compressive stress (tip) associated with the sgc tip bending damage, appear to be due to procedural circumstances during transseptal puncture/ crossing (user technique in advancing sgc) in conjunction with challenging patient anatomy (rotated heart). The reported patient effects of tissue injury and thrombosis/thrombus, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: codes 4614, 4115, and 4755 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported thrombosis/thrombus (mitral/tricuspid valve: medical treatment) associated with the unidentified structure, and the reported unspecified tissue injury associated with the conservative assessment that the unidentified structure may have been a result of a tissue injury, and the reported deformation due to compressive stress (tip) associated with the bent sgc tip, appear to be due to procedural circumstances during transseptal puncture/ crossing (user technique in advancing sgc) in conjunction with challenging patient anatomy (rotated heart). The reported patient effects of tissue injury and thrombosis/thrombus, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.